Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to (B)(6) male on (B)(6) 2016. The initial pressure setting was 70mmh2o. After implantation hydrocephalus symptoms did not get well then the setting was changed, however, the patient's condition did not get well. When the surgeon tried to extract csf from the prechamber, no csf was extracted. Since the lumbar catheter manufactured by other company was found to come off by imaging inspection, the valve and the lumbar catheter were replaced by the same new products with the setting of 70mmh2o on (B)(6) 2016. The patient is currently being monitored.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: the silicone housing was torn. The catheters were clean cut at the ends. The valve was hydrated for about 35 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed. An occlusion was noted at the ruby ball. The valve was not reflux tested, due to the damaged silicone housing. The valve was not leak tested due to the damaged silicone housing. The valve was not pressure tested due to the occlusion at the ruby ball. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9008, with lot cthcd9, conformed to the specifications when released to stock in 14th july 2015. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause of the tear/cut in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. The root cause of the disconnected lumber catheter could not be determined, as this was not returned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.